Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the balloon ruptured and a dissection occurred. A 3x6mm flextome cutting balloon was selected to treat a moderately calcified lesion in the moderately tortuous mid left anterior descending artery. The balloon was inflated beyond its rated burst pressure to 14 atmospheres inside the artery and burst. A small dissection occurred which was covered with a stent. The patient was doing well post procedure.

Event description:
It was reported that the balloon ruptured and a dissection occurred. A 3x6mm flextome cutting balloon was selected to treat a moderately calcified lesion in the moderately tortuous mid left anterior descending artery. The balloon was inflated beyond its rated burst pressure to 14 atmospheres inside the artery and burst. A small dissection occurred which was covered with a stent. The patient was doing well post procedure. It was further reported that an antegrade approach was used to access the lesion. The target lesion was 72% stenosed. The balloon was inflated twice, and the balloon burst on the second inflation.

Manufacturer narrative:
A2: age at time of event: 18 years or older. B5: describe event or problem was corrected to remove pressure and duration of balloon inflations. This information is unknown. Eval by manufacturer: the device was not returned to boston scientific(bsc) for analysis. Procedural media was received to aid in the investigation. 82 series of angiographic images taken during the percutaneous transluminal coronary angioplasty(ptca) procedure. A review of the media provided could not identify the alleged balloon rupture as no unsuccessful attempts of inflation or leakages/bursts of the predilation balloons were visible throughout this review. However, the media review could confirm the alleged dissection as this was observed following balloon dilation using the flextome cb device (the smaller size dilation balloon used during this procedure). It was also noted that the distal balloon cone of this flextome cb device could not be inflated fully at the lesion site (however no leakages/bursts were observed). This is most likely due to the fact that the balloon was positioned at a constricted region of the lesion as several rotablator crossings are noted further on into the procedure showing that due to the anatomical characteristics of the lesion additional preparation was required.

Event description:
It was reported that the balloon ruptured and a dissection occurred. A 3x6mm flextome cutting balloon was selected to treat a moderately calcified lesion in the moderately tortuous mid left anterior descending artery. The balloon was inflated beyond its rated burst pressure to 14 atmospheres inside the artery and burst. A small dissection occurred which was covered with a stent. The patient was doing well post procedure. It was further reported that an antegrade approach was used to access the lesion. The target lesion was 72% stenosed. The balloon was inflated twice to 15 atmospheres for 30 seconds each time. The balloon burst on the second inflation.

Manufacturer narrative:
A2- age at time of event: 18 years or older.